Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to instability. The hinge components were in two pieces-the stem separated from the base. Dr (B)(6) revised the axial pin, hinge component, and 8mm poly.